Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer then received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer's blood glucose level was 137 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified. The cause of the reported malfunction was due to high force impact.